Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that post implant realized adjustable band implanted, the tubing became disconnected from the port. The was identified in (B)(6) 2010 and confirmed by fluoroscopy in (B)(6) 2011. The port was replaced on (B)(6) 2011. The locking connector was noted to be still attached and in the locked position. The procedure was completed without any impact to the patient.